Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from healthcare provider (hcp). Hcp reported the cause of the implant taking 4-5 hours to charge was unknown but they suspect it could be due to user error or a charger alignment issue. Hcp reported troubleshooting included performing an impedance test which came back normal, and performing a x-ray review for possible battery replacement. The issue has not yet been resolved. Hcp reported the same troubleshooting steps were taken to address the electrical discharge issue including attempting to recreate the discharge however it was not reproducible. Hcp reported stim was adjusted and improved tremor symptoms. Hcp reported the electrical discharge issue was resolved.

Event description:
It was reported that about 2 months ago patient (pt)  started to feel a strong contraction in their left hand and yesterday at 3am they felt an electric discharge that was too strong and they were still having tremors from that side. Patient said they tried to charge their implant yesterday and it didn't help them charge the right side battery but they were still shaking. Patient stated one side takes 4-5 hours to charge and the other a few hours. Agent was going to have patient get their recharger, but patient stated they were getting a call from healthcare provider (hcp). Agent waited on the line with the interpreter but could no longer hear patient. Call was disconnected.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.